Event description:
It was reported that the patient's heart rate was measured at a lower rate than the implantable cardioverter defibrillator (ICD) was programmed to. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.